Event description:
A malfunction with the pump was reported by the customer, who noted that the pump screen became dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.